Event description:
(B)(4).

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR). (B)(4). We received an unused introcan safety-w pur 22g, 0.9x25mm-EU in original packaging, as well as one opened primary packaging without sample (probably the packaging of the complaint sample). The complaint sample was destroyed by the customer, we just received a reference sample of the same batch for investigation. The received sample was subjected to a visual exam. Damages or other deviations were not detected. The safety clip was taken to a functional test (sliding the safety clip on the raw cannula). It was easily possible to slide the safety clip on the raw cannula and to fix the clip on the tip of the cannula. The special feature of a self-activating safety clip that automatically covers the needle's sharp bevel was given (safety clip in end position on the tip). The received sample is within our specifications. We have informed our manufacturing dept accordingly. A follow-up report will be provided after their statement is available.